Event description:
It has been reported to philips that, system could not do fluoroscopy. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the system could not do fluoroscopy and warning message appears ¿radiation without grid¿. Review of the system log files confirmed issue with xsc certeray. Fse ordered and replaced the x-ray segment controller. After replacement of x-ray segment controller, system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.